Event description:
It was reported that the patient had erythema and some clear drainage at the generator site. The diagnostic method performed was reportedly device pocket palpation. It was noted that the event resolved without sequelae on (B)(6), 2013. It was noted that the patient had medication adjustment as a result of the event. Silvadene 1% cream was prescribed as a topical medication applied twice daily starting (B)(6), 2013. It was also noted that clindamycin 300 mg was prescribed to be taken orally twice a day starting (B)(6), 2013. It was noted that this was not related to the device or therapy or to the implant procedure. It was noted that the severity was mild. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).